Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer confirmed using both a tandem charging cable and wall adaptor at the time of the alert. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.